Manufacturer narrative:
Corrected data: h6 (investigation conclusions). Results of investigation: given the nature of the alleged incident, the devices were not returned for evaluation. The clinical/medical investigation concluded that, the purpose of the literature article, ¿short-term functional comparison of three total knee arthroplasties-journey ii, genesis ii and profix," was to compare the outcomes of three knee arthroplasty design (journey ii, genesis ii, profix) philosophies and surface tribology. Per the article, post-operatively there were three infections noted in the journey ii cohort that required surgical debridement. As of the date of this medical investigation, patient-specific supporting clinical documentation has not been provided for evaluation. Therefore, the root cause of the reported infections cannot be definitely concluded. However, per correspondence from one of the physicians/authors of the paper, the infections were not related to the implants. The impact to the patient beyond the reported surgical debridement cannot be determined with the lack of information. Devices specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and sterilization records review could not be performed. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection, late wound sepsis have been identified in possible adverse effects section. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4). H10: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Guta d, santini aj, gornall m, phillipson a, davidson js, banks j, pope ja, yorke j. Short-term functional comparison of three total knee arthroplasties-journey ii, genesis ii and profix. J orthop surg (hong kong). 2023 jan-apr;31(1):10225536231169572. Doi: 10.1177/10225536231169572. Pmid: 37088733.

Event description:
It was reported that on literature review " short-term functional comparison of three total knee arthroplasties-journey ii, genesis ii and profix", 3 patients sustained unspecified infection post-operatively. Patients were treated with a surgical debridement. No further information is available.